Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a (B)(6) female pt who received two treatments of poly-l-lactic acid (sculptra) therapy. The first treatment was given on (B)(6) 2008 and the second on (B)(6) 2008. The treatments consisted of two vials mixed to 7.5 mls (water 5 mls and 2.5 mls 2% lidocaine). The vials were given over the face including the temple area, cheeks, and chin. Relevant medical history and concomitant medication info were not mentioned. At the time of the second treatment, three small lumps were noted in the marionette areas and one at the bottom left nasolabial area. On (B)(6) 2008, the pt contacted the reporter to inform her that the sizes of the lumps were getting larger. The nurse reviewed the pt and noted three small papules. On (B)(6) 2008, the pt reported that four weeks previous, other areas were getting lumpy. The nurse reviewed the pt again and the lumps seemed to be getting larger. The nurse noted large lumps on both side of the marionette areas, on the left and some on the right side of her nasolabial area, and both sides of her temple. Areas easily palpated, but the only area noted visually when pt puffed out cheeks, were the marionette bumps. Sometime in (B)(6) 2008, 1 ml of 1% lidocaine was injected into the marionette area and the bottom nasolabial area. The pt was instructed to massage the area at least twice a day and the nurse was to re-evaluate the pt in one month. The risk factor identified by the reporter was high stress levels in the pt due to a bitter divorce. (B)(4). Reporter's causality assessment: not provided. Addendum for follow-up info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on (B)(6) 2008: the nurse reported relevant medical history as depression and asthma. Concomitant medications included citalopram and flixotide inhaler. The pt had not experienced similar events after treatment with any other product. No histology or laboratory tests were performed. The pt had not received treatment with poly-l-lactic acid previously. On (B)(6) 2008, hard bumps were noted on the pt's face. Corrective treatment included massage of the area to disperse the papules. On (B)(6) 2008, lidocaine was injected into the area and papules were "needled" to help disperse the papules. Pt outcome is unk. The pt is due to be re-evaluated on (B)(6) 2008. The nurse reported that the pt was very stressed at the time of treatment, as she was going through a divorce. The pt is happy with the facial filling, but concerned about the lumps being felt under the skin in some areas of treatment. The causality assessment between the events and poly-l-lactic acid was reported as highly probable. No further info is expected.